Manufacturer narrative:
According to the field, the system will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was associated with a system infection. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.